Event description:
A medtronic representative reported that the sterile processing department discovered that the screw was loose and not tighten all the way on the biopsy guide. There was no patient involved with this concern.

Manufacturer narrative:
There was no patient present. Device manufacture date was unavailable at the time of this report. The device was returned to the manufacturer for analysis and showed signs of physical damage. The head of the thumb screw has been removed. There is residue of loctite on the threads and tool marks around the outside edge. Otherwise, the device was functional. The reported event was confirmed. The device was replaced and there were no further issues.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.